Event description:
A purchasing agent reported a patient with an "improper iol power" following bilateral intraocular lens (iol) implant surgery; the lens was exchanged. The surgeon reported that there was residual refractive error. The patient also experienced diplopia, mild persistent stromal edema, and capsular fibrosis of the anterior surface of the iol. In a follow-up, in the surgeon's opinion, the device did not cause or contribute to the event and the prognosis for the patient is "good". There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The product was returned for analysis. Both haptics were broken or torn in the gusset area (returned). The anterior and posterior optic surface was scratched. The optical resolution was acceptable; focal length reading is 23.36 equaling a 17.5 diopter. While we were unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/03/2008 by fax and mail. A complete questionnaire was received on 12/08/2008.